Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 45mg/dl, 264mg/dl. Tests were done within 10 minutes with a difference of 126%. Patient did not experience any adverse events. No further information has been reported. Note - customer cleaning meter incorrectly.